Event description:
It was reported that 3 bd ultra-fine¿ nano¿ pen needles cannula broke off. The following information was provided by the initial reporter : the patient reported that the needle npe was bent.

Manufacturer narrative:
H6: investigation summary: nine open 32g x 4mm pen needle samples and two photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned samples and photos and a bent non patient end of cannula was observed on six samples and a broken non patient end of cannula was observed on the remaining three samples. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h10.

Event description:
It was reported that 3 bd ultra-fine¿ nano¿ pen needles cannula broke off. The following information was provided by the initial reporter : the patient reported that the needle npe was bent.

Manufacturer narrative:
Medical device expiration date : unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.